Event description:
Following a percutaneous coronary interventional procedure (pc) an angio-seal device was deployed; hemostasis was achieved and the patient was discharged several days later. Later, (approximately 17 days) the patient eturned complaining of discomfort in the right leg. A couple of days later, an angiogram was performed which revealed a deep femoral artery occlusion. A percutaneous thrombectomy was performed using a percusurge aspiration system; "white thrombus of platelet origin" was aspirated. An intravascular ultrasound (ivus) revealed a dissection "from the proximal part of the device anchor." A percutaneous transluminal angioplasty (pta) was performed, however, the dissection was still seen and the patient was taken to surgery. The angio-seal device compnents were removed. The patient reportedly did well post operatively; however, remained in the hospital. The physician was not certified to use the angio-seal device, a pre-insertion femoral angiogram was not performed. The physician stated the angiogram revealed a dissection which occured due to antegrade blood glow at the puncture site distal. The punbture site was reportedly near the bifurcation of the superficial femoral and profounda femoris arteries. The physician also sstated the occlusion may have been caused by the angio-seal collagen being deployed inside the artery rather than the dissection with thrombus.